Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 200mmh2o. The valve was visually inspected; and it was noted that the valve casing with the valve mechanism has moved forward in the silicone housing. The valve was leak tested, no leaks noted. Photo of the valve was shown to eng. Department. Reply from eng. Department : the casing is not glued inside the silicone housing. However, we always do a 100% screening test (to check that the valve is well programed) just before the release of the products, and if the casing were already at the wrong position into the housing (in the position shown in the photo), we could not programmed the valve and the test would be failed, the valve would have been scrapped. A lot of visual inspection are made during the process. That means that it is quite impossible that the valve was released in this state. Moreover, the casing is in the right direction, there is no rotation or inversion. My question is : what is the state of the silicon, are there a tear in the housing? Depending on this answer, we can imagine that applying a huge force (during manipulation or a huge flow rate) , the manipulator could move the casing but it is impossible in normal condition. According tightening remaining between the casing and the housing it is possible that the valve is in free-flow. This would explain the customer¿s findings. Review of the history device records confirmed the valve product code 82-3101, with lot ctbcvj, conformed to the specifications when released to stock in 27th february 2015. The possible root cause could be due to too much pressure when flushing the valve during preparation, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: not available. Upon completion of the investigation a follow up report will be filed.

Event description:
V-p shunt implantation was performed on a pediatric patient on (B)(6) 2016. During surgery, the surgeon noticed that fluid flow was faster than normal when filling the device set at 180mmh2o with saline. The device was implanted as planned and the patient is currently being monitored. Although the defect in the product is suspected, revision is not planned at this point. On 2/3/2016 per affiliate: on (B)(6) 2016, the setting was changed from 180mmh2o to 200mmh2o because hydrops due to over drainage was suspected by CT scan. On (B)(6) 2016, slit ventricle was noted by CT scan. The device was replaced with the competitor's one (medtronic), and the patient is currently being monitored. Patient information: details unknown.